Event description:
Caller reported the connector piece separated from the tubing several times for four weeks. Caller stated there is leakage and the blood glucose level elevated up to 400 mg/dl. Caller was able to get blood glucose under control. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.